Manufacturer narrative:
Internal complaint number: (B)(4). Testing of actual/suspected device/testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 08/09/2021. An investigation was conducted on 08/31/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the transected c- ring. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A new product was opened and the harvesting was completed.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10,h11. B5 correction: summary has been changed. D4 correction: serial# changed to blank. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/or customer indication that the device would be returned; however, no device was returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in two. Nothing fell into patient. A new product was opened and the harvesting was completed. No patient effects.